Manufacturer narrative:
(B)(6). Complete event site name - (B)(6) medical center. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported during an emergency support call that during intra-aortic balloon (iab) therapy, the patient had been moving in the bed and then there was a loss of the arterial signal and a sensor failure alarm was generated by the console. The insertion site was not flexed to the nurses' knowledge and there was no external disruption of the fiber optic cable noted. The emergency support coordinator talked the nurse through putting the pump in semi automatic mode to diminish the alarms and explained the process of transducing the waveform to the pump through the fluid lumen of the catheter. There was no reported injury to the patient.